Manufacturer narrative:
The display was blank due to corrosion inside the battery tube.

Event description:
It was reported that the insulin pump alarmed no delivery and motor error. Nothing further was reported.